Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Verified device was empty and would not draw water to fill. Failed circulation pump. They requested quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Verified device was empty and would not draw water to fill. Failed circulation pump. They requested quote for 2000 hour service. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. Verified device was empty and would not draw water to fill. Failed circulation pump. They requested quote for 2000 hour service.